Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on the competitor brand meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced confusion, dizziness, cramp in the arm, falling head against a vehicle, seizures in general and lost consciousness. The customer was unable to self-treat and had contact with a healthcare professional who performed a CT, consciousness monitoring, treatment in immediate care, 4 sutures, glucose therapy, shock room and gave the customer 2nd dose of intravenous glucose, 3rd of novamin and glucose g5/g20 for treatment. There was no report of death or permanent impairment associated with this event.